Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failure. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 03/11/2025 16:23:07.000, 03/11/2025 16:23:49.000 03/11/2025 16:25:15.000, 03/11/2025 16:26:13.000 03/11/2025 17:16:17.000. Failed battery alert/battery failed alarm was found on: 03/11/2025 16:22:39.000, 03/11/2025 16:22:52.000 03/11/2025 16:23:17.000, 03/11/2025 16:23:26.000, 03/11/2025 16:23:39.000 03/11/2025 16:24:10.000, 03/11/2025 16:24:19.000, 03/11/2025 16:24:34.000 03/11/2025 16:29:33.000, 03/11/2025 16:29:43.000, 03/11/2025 16:29:56.000 03/11/2025 16:30:09.000. 03/11/2025 16:40:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 11-mar-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 03/06/2025 15:33:59.000 03/06/2025 16:08:36.000 03/06/2025 16:18:00.000 03/06/2025 16:38:37.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 43 alarm and pump error 41 alarm were found on: 03/11/2025 16:22:00.000 pump error 43 alarm and pump error 41 alarm were confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, pump error 43 alarm and pump error 41 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.